Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the device displayed a failed transmitter error. No additional patient or event information is available. Data was received for evaluation. Data review did not confirm the reported failed transmitter error. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.